Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: 5076-58 lead implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient passed away after an operation to remove an implantable pulse generator (ipg) system due to infection. A temporary lead was then placed. The patient passed away in the operating room after the procedure was completed. The cause of death was unable to be obtained. A review of the patient's obituary notes the patient passed away dueto complications from surgery. Additional information was unable to be obtained.